Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late this is a known potential adverse event addressed in the product labeling

Event description:
Physician reported seroma on both sides. This record is for right side. The device has been explanted.